Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the steering mechanisms of the catheter and found them to function properly. Then, the lumen of the catheter was tested for leaks, the lumen was uncompromised, and the device passed leak testing. They then tested the irrigation flow of the catheter and found that all six irrigation ports allowed free flow and the rate of flow was within device specifications. Finally, the catheter was electrically examined and no shorts or opens were found. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that during a pulse field ablation procedure a farawave 2.0 catheter was selected for use. However, after the physician inserted catheter into patient's body and entered left atrium, the physician wired the left superior pulmonary vein (lspv) and started the procedure in basket configuration, many 'bubbles' were noticed in the intracardiac echocardiography (ice). The physician indented to switch to flower configuration and delivered 2 applications, but the issue persisted. Then he elected to switch to a different vein and try again, wired the left inferior pulmonary vein (lipv) and used the flower configuration but the issue reoccurred. Finally, it was decided to replace the catheter, and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulse field ablation procedure a farawave 2.0 catheter was selected for use. However, after the physician inserted catheter into patient's body and entered left atrium, the physician wired the left superior pulmonary vein (lspv) and started the procedure in basket configuration, many 'bubbles' were noticed in the intracardiac echocardiography (ice). The physician indented to switch to flower configuration and delivered 2 applications, but the issue persisted. Then he elected to switch to a different vein and try again, wired the left inferior pulmonary vein (lipv) and used the flower configuration but the issue reoccurred. Finally, it was decided to replace the catheter, and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.